Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system exhibited spikes in pacing impedance on the non-boston scientific right ventricular (rv) lead. The impedance measurements did not go outside of the normal range. There was no noise on the stored episodes or on the presenting electrogram (egm). Boston scientific technical services (ts) advised bringing the patient into the clinic and performing further evaluation with isometrics and pocket manipulation. This product remains in service. No adverse patient effects were reported.

Manufacturer narrative:
This supplemental correction report is being filed to correct the report number in a previously submitted supplemental report (follow-up number 001) which was accepted by FDA on 12/19/2018 04:40 pm CT. The report number is being corrected from: 2124215-2018-62453 to: 2124215-2018-61618.

Event description:
Additional information was received that this implantable cardioverter defibrillator (ICD) also exhibited a high out-of-range impedance measurement of greater than 2,500 ohms on the non-boston scientific right atrial (ra) lead. The impedance measurements have been stable other than the single spike recorded. The patient also reported hearing tones from their ICD; however, the cause of the tones could not be confirmed. A review of the data did find that there was noise and oversensing of the respiratory sensor signal on the ra lead that resulted in some inappropriate mode switches. The respiratory rate trend was turned off and no further noise or oversensing was seen after that. Additionally, there was another alert received due to abrupt changes in impedance on the non-boston scientific right ventricular (rv) lead. The spikes in pacing impedance on the rv lead were previously noted, and they are still within the normal range. There was no other noise noted on either lead except the respiratory sensor signal oversensing noted previously. Thus, boston scientific technical services (ts) advised that the health care professional (hcp) could turn off the alert for abrupt impedance changes and continue monitoring at this time if they chose to. Ts did recommend leaving the alerts for out-of-range impedance and non-physiological noise programmed on so that the hcp would be alerted to any potential new issues. This product remains in service. No adverse patient effects were reported.

Event description:
Additional information was received that the patient noticed a red call doctor icon on their remote monitoring communicator. After successful troubleshooting of the communicator sending issue, a successful transmission was completed. The transmission included an additional alert for an abrupt change in impedance on the right ventricular (rv) lead. The patient was transferred via phone to their following clinic to discuss the alert. This product remains in service. No adverse patient effects were reported.